Event description:
It was reported that there was an issue with pl774su - caiman maryland non articulat.d5/125mm. According to the complaint description, the handpiece gave a "short" error during coagulation on the first application and sparks were observed. The handpiece and generator were changed, but the problem remained. A different company's device was used to complete the procedure. This occurred during an open thyroidectomy and metal clips were not noted in the surrounding area. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of both instruments, hereinafter called "a" and "b". Instrument a shows burning and a slight charring on the dissection clip. This charring was most likely caused by a flashover between the pull wires (hatched red) and the base body (hatched yellow). These two parts have opposite electrical potential. At instrument b we detected a similar defect but without charred peek. At this instrument the insulation tube is partially burned down. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: because the insulation tubes of both instruments were not on the correct position on the pulling wire, the insulation between the body and the wire was not ensured. However, it is no longer possible to determine afterwards whether the tubes were not placed correctly during manufacture or whether they were burned off by the arc. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. The root cause of the problem is most probably design or manufacturing-related. Based upon the investigations results a CAPA is not necessary.